Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced fluid overload coincident with peritoneal dialysis therapy. A patient stated that they felt some chest pain and went to the hospital. The patient was put on hemodialysis to remove the excess fluid. The hospitalization was less than a day. The peritoneal dialysis registered nurse (pdrn) stated that the patient had not recovered from the fluid overload and was continuing hemodialysis treatment. The pdrn stated that the patient was not going to continue pd therapy at this time. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported overfill event. Based on the provided information, there is a possible causal relationship between ccpd treatment the liberty select cycler and the patient¿s overfill event which most likely led to the patient¿s chest pain warranting hospitalization for fluid volume overload and the need for immediate hemodialysis. However, a review of treatment information revealed the pt. Bypassed out of drain zero. Moreover the patient experienced long drain times during treatment. Therefore, manually bypassing drain zero and the patient¿s long drain times may have been related to the overfill event. Should additional new information be made available this clinical investigation will be reevaluated.